Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. There was no patient involvement, as the pump was not being used by the patient at the time of the event.